Manufacturer narrative:
(B)(4). The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited poor sensing, high pacing thresholds and loss of capture, a micro dislodgement was suspected. Initially the lead was tried to be repositioned however during the procedure the physician could not get satisfactory measurements, therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended/retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The failure to capture, high capture threshold and device sensing allegations were not confirmed - despite the inner coil fracture, because the helix difficulty and resulting conductor fracture likely occurred during revision/explant.

Event description:
It was reported that this right atrial (ra) lead exhibited poor sensing, high pacing thresholds and loss of capture, a micro dislodgement was suspected. Initially the lead was tried to be repositioned however during the procedure the physician could not get satisfactory measurements, therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.